Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this atrial lead was removed from service during a procedure to revise the associated right ventricular lead. Visual inspection identified blood in the outer insulation. There were no performance issues observed previously with this lead. The physician explanted and replaced the lead without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead had been severed 74mm and 113mm from the terminal end. Three segments were returned; however, some segments appeared to be missing. The reported observation of dried blood in the lumen was confirmed. Analysis confirmed the presence of blood in the lumen was the result of damage which occurred during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was removed from service during a procedure to revise the associated right ventricular lead. Visual inspection identified blood in the outer insulation. There were no performance issues observed previously with this lead. The physician explanted and replaced the lead without further incident. No additional adverse patient effects were reported. .